Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Suspect part not returned to manufacturer for analysis.

Event description:
A site representative reported a navigation system with a broken vertek arm. The vertek would not fully tighten properly. There was no patient present when this issue was identified.